Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was prime rewind anomaly. The customer's blood glucose was unknown at the time of incident. The customer was advised to hold down act button to troubleshoot. The customer stated that they received second series of beeps. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and rewind test. Device was unable to prime during prime test and compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside of the device and passed.